Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with new driveline drainage and pain while on chronic suppression for previous methicillin-resistant staphylococcus aureus (mrsa) driveline infection. Positive cultures for enterococcus faecalis and scant growth for presumptive eikenella species were found. The patient was taken for washout on (B)(6) 2021 and was discharged home with vacuum assisted closure (vac) of wound on (B)(6) 2021 with plans for intravenous vancomycin and ceftriaxone for six weeks. There were no alarms for the event.